Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00044; the hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully deployed and detached initial smart coils into the patient using a non-penumbra microcatheter and the handle. The physician then deployed and detached the last smart coil using the same handle; however, upon removal of the pusher assembly, the physician noticed that the smart coil was still attached. Therefore, the physician redeployed the smart coil and used the same handle to detach it. The procedure ended at this point. There was no report of an adverse effect to the patient.